Event description:
It was reported that they stated that they replaced the mixing pump and still the device failed calibration with error 80 (water check time out - unable to reach calibration temperature). Expected was 6 actual was 27.9. Mixing pump command was 100 percentage circulation pump command was 52 percentage chiller temperature was 28.0. Drained from left port and chiller tank had water in it. Device would be returned to the depot for assessment of the chiller system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated that they replaced the mixing pump and still the device failed calibration with error 80 (water check time out - unable to reach calibration temperature). Expected was 6 actual was 27.9. Mixing pump command was 100 percentage circulation pump command was 52 percentage chiller temperature was 28.0. Drained from left port and chiller tank had water in it. Device would be returned to the depot for assessment of the chiller system.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated that they replaced the mixing pump and still the device failed calibration with error 80 (water check time out - unable to reach calibration temperature). Expected was 6 actual was 27.9. Mixing pump command was 100 percentage circulation pump command was 52 percentage chiller temperature was 28.0. Drained from left port and chiller tank had water in it. Device would be returned to the depot for assessment of the chiller system.